Event description:
It was reported that an implant attempt was made with the left ventricular lead, however, there was high and unacceptable thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d4 bi-ventricular defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).